Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion in the mid right coronary artery (rca). Reportedly, during post dilatation, a 3.5 x 15 nc trek balloon was used once in the left main coronary artery and inflated to 22 atmospheres with no problems experienced. The balloon was then used a second time for post-dilatation in the mid rca. When the balloon reached 14 atmospheres, the shaft broke at the hub of the balloon catheter, but was able to be removed before it broke completely. No further post-dilatation was performed. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.